Event description:
It was reported that the implant was fractured. The corona was removed attached to the abutment and the apical part remained.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. X-ray images were provided by the customer. A fractured implant can be identified at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 20 and was used for approximately 15 years. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.